Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation - implanted. Reporters state: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device history lot, part: 472.104s, lot: 7739973, manufacturing site: bettlach, release to warehouse date: 23 jan 2012, expiry date: 30 jan 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the patient underwent the surgery with the pfna nail. After the surgery, on an unknown date, the patient fractured. It was unknown whether the fracture was caused by the product or not. No further information is available. This report is for (1) pfna-ii ø9 xs 130° l170 tan. This report is 1 of 4 for (B)(4).